Manufacturer narrative:
The ht70 ventilator was evaluated and repaired by the customer. No components have been received. If the parts are received, an investigation will be performed, and a supplemental MDR report will be submitted to reflect the findings. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht70 plus ventilator shut down while connected to the ac power. The pt was transferred to another ventilator, and there were no reported pt injury.